Event description:
The customer reported that there was an image fault. The field service engineer noted that the sys was unable to perform fluoroscopic x-ray and would not display an image. Thus, making the sys unusable. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge rep evaluated the sys and replaced a cable in the c-arm. The sys operates as intended.